Event description:
It was reported a patient underwent a sling procedure in the hammock position in 2008. Post-operatively, the patient presented with recurrent urinary incontinence after the mesh was trimmed in the office in 2009. It is indicated that the patient will have a sling procedure in the "u" position on a future date.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.